Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The metal connectors were replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout test, there is massive leak reported in adu circuit. There was no reported patient involvement.